Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
The respondent at a peritoneal dialysis clinic reported that the patient had expired. The date of the death is (B)(6) 2017. The patient was reported to have been on dialysis.

Manufacturer narrative:
Clinical investigation: based on the available information it cannot be determined if there is a causal relationship between the death of the patient and the liberty cycler as it is unknown if the patient was actively completing treatment at the time of death, nor is the cause of death known. Additionally, there are no allegations of malfunction against the liberty cycler or any fresenius product. At this time without additional information, no conclusion can be made that there was nor was not any causal relationship between the patient¿s death and the liberty cycler. Long-term survival rates are poor among pd patients, only 11% surviving past 10 years.

Event description:
The respondent at a peritoneal dialysis clinic reported that the patient had expired. The date of the death is (B)(6) 2017. The patient was reported to have been on dialysis.